Event description:
It was reported that an ilet user experienced a rapid rise in blood glucose to 195 mg/dl after eating mozzarella cheese sticks and nuts without announcing a meal on the pump, followed by subsequent decline after continued monitoring and algorithmic corrections. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and that there was insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.